Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience high blood glucose. The customer¿s blood glucose level was 30 mmol/l and 5.2 mmol/l. Customer had not using auto mode. Customer was treated with syringe. High pressure and self test was passed. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will not be returned for analysis.